Manufacturer narrative:
Date rec'd by MFR: 05apr2019. The manufacturer's field service engineer (fse) confirmed the reported issue. Fse went on site due to customers request to look at unit due to touchscreen not working properly. With customers permission, the fse brought a new user interface assembly in attempt to fix issue and avoid replacing all to the boards in the unit. It was determined that the issue was the old user interface since unit worked properly with new ui installed. Fse completed required testing and calibrated screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/25/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touchscreen will not calibrate. The touchscreen was replaced and the problem remains. It is unknown if the unit was in clinical use at the time the reported issue was discovered. Event date not specified, estimate used.